Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was over 300 mg/dl. Customer reported that he was having trouble with his insulin pump it was constantly alarming no delivery. Customer stated that he was initially hospitalized because he had intestinal surgery. Nothing further was reported.